Manufacturer narrative:
No product sample will be sent for investigation. Investigation report is incomplete at this time. A follow-up report will be submitted when investigation is complete.

Event description:
The event is reported as: physician reported to surgical nurse that he had one maybe two patients with hematomas. The physician had to reopen the patient(s) and he alleged the clips had fallen off from where he placed it. The nurse does not recollect the dates, patients or size clips involved. It was reported the nurses checked the appliers and clips during the surgery and both the clips and appliers functioned properly. No samples were saved for investigation. No patient injury reported. Current condition of patient(s) reported as fine.